Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was originally implanted due to the patient's history of ventricular arrhythmia. The premature battery depletion/battery failure may have been due to several discharges. No inappropriate discharges were reported. The patient did not feel discomfort and was stable following the procedure.

Event description:
It was reported that the patient was asymptomatic. It was noted that premature battery depletion was observed on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The patient was stable.